Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, customer experienced a blood glucose (bg) level of over 500 mg/dl, with an unspecified amount of ketones. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids of saine. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.